Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a reduction in yellow in the lower bile duct of pt. During the attempt to deploy the stent, they could not release the stent easily despite withdrawing the inner catheter. The suture string broke, however, the suture did not fall into the pt. The stent was able to be deployed. The procedure was completed with no reported pt complications. The pt was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4)